Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that, upon implant attempt, the pin to the right atrial lead was loose and separated from the seal. It was also reported that the lead impedance was high. The lead was discarded and replaced with another lead. No patient complications were noted as a result of this event.